Event description:
It was reported that during a percutaneous intervention (pci) procedure, a defective gauge was noted. An encore26 inflation device was attached to an unspecified device to treat an unknown target lesion. The handle of the inflation device functioned normally; however, the gauge did not register an increase of pressure and was considered to be "defective". The unspecified concomitant device did not appear to inflate/deploy. The procedure was completed with the same concomitant device and another encore26. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
A technical analysis could not be performed as the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).